Event description:
The pt reportedly experienced intermittencies and no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing revealed the device is non-functioning, lock could not be established with the pt's internal device. Revision surgery has been scheduled.